Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen on (B)(6) 2020. On (B)(6) 2020, the patient had a rash and oozing and that the site became scarred. There was no documentation of medical intervention. This is being reported due to the allegation of scarring. No additional patient or event information is available.